Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch select meter's display was damaged. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient did not know when the alleged issue first occurred. She mentioned that food and alcohol was spilled on the display of the meter and it has been scratched and damaged. It is unclear if the patient was still able to test and obtain any blood glucose readings on the meter. The patient also stated that she had experienced headache and stress after the reported issue began and also 1 hour later, she felt tired and shaky. She did not take any actions following the reported issue and did not receive/administer treatment. She manages her diabetes with pills, with diet/exercise. At the time of troubleshooting, it was verified that this was not a new product and that there was meter trauma. This complaint is being reported because the patient alleged that she experienced symptoms suggestive of hypoglycemia after the reported issue began. She did not self-treat or receive any medical intervention. It is unclear if she was still able to test on the subject meter. There was meter trauma involved. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.